Event description:
As reported by the exactech truliant knee clinical study, the 55-year-old male patient had an initial right tka on (B)(6) 2019 and presented with other-mua, 1 month(s) and 0 year(s) post-operatively on (B)(6) 2019. Patient wasn't getting desired rom. Patient did physical therapy and still only had 0-77 rom. Ankylosis right knee, closed manipulation under anesthesia right knee. The outcome of this event is considered resolved on 27-dec-2020, and the action taken was other - mua right knee. The case report form indicates that this event is definitely not related to the device and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 02-020-11-0320 - truliant ps cem fem ps cem right sz 2: 5827776 02-022-45-2010 - truliant tib fit tray cem sz 2f / 1t: 5749423 200-07-32 - advanced patella 32mm 3 peg implant: 5881932.